Event description:
It was reported that the 9400 system is slow/no fluoro. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired an intermittent connection in the control panel. The system was tested and found to be working as intended and placed back into service.